Manufacturer narrative:
Calibration and qc were acceptable on the day of the event. Preventive maintenance was last performed by the field service engineer (fse) in (B)(6) 2022 and the measuring cell was replaced. Instrument decontamination was performed in (B)(6) 2023. The customer performed liquid flow cleaning on (B)(6) 2023. No issues were identified during a review of the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 801 analytical unit. Patient 1 initial result was > 120 ng/ml. The repeat result was 20.2 ng/ml. Patient 2 initial result was 113 ng/ml. The sample was repeated twice with results of 14.5 ng/ml and 15.3 ng/ml. The customer did not perform additional centrifugation between the initial and repeat results. No questionable results were reported outside of the laboratory. The e801 unit serial number was (B)(4).

Manufacturer narrative:
Two sample-related alarms were observed on the alarm trace data between 26-jan-2023 and 02-feb-2023. Sample foam detection images were reviewed where insufficient sample quality issues were observed. Nearly all samples showed white particles in the supernatant; some had clots in the center and some had a film on top of the supernatant. The investigation determined the event is consistent with a pre-analytical handling issue.

Manufacturer narrative:
Instrument performance testing was completed on (B)(6)2023 with passing results. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.